Event description:
The clinician reports, that the implant was inserted (B)(6) 2016 in ada 25 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.